Manufacturer narrative:
Eua# (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. The sample was retested and the result was negative. Results were not reported and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter, translated from (B)(6) to english: false positive.

Manufacturer narrative:
The complaint investigation for discrepant results when using kit bd max sars-cov-2 reagents (ref. (B)(4)) unknown lot # was performed by the verification of complaints history. Customer reported false positive results with the bd sars-cov-2 reagents for bd max¿ system but despite multiple attempts, no kit lot or data were provided for investigation. Based on the limited available information, no analysis was possible, the cause of the customer issue remains unknown. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents product. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. The sample was retested and the result was negative. Results were not reported and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter, translated from (B)(6) to english: false positive.